Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effect of ischemia listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
This study sought to evaluate suture-mediated closure devices, specifically perclose proglide, as a potentially favorable decannulation strategy. The study concluded that the post-closing technique using suture-mediated closure devices demonstrated high success and low complication rates, making it a safer and more effective alternative to traditional ECMO decannulation methods. This study showed outstanding results compared to previously published articles. This technique can provide various significant advantages under certain clinical situations. The complications specifically for proglide device included ischemia, manual compression, additional devices, and major surgery of below the knee amputation. Specific patient information is documented as unknown. Details are listed in the article, titled [using suture-mediated closure device for extracorporeal membrane oxygenation decannulation: a single-center experience of post-closing technique]. No additional information was provided.